Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00268.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a ruby coil, a penumbra coil 400 detachment handle (handle) and a velocity delivery microcatheter (velocity). During the procedure, the physician was unable to detach the ruby coil using the handle after several attempts. Therefore, the physician used a hemostat forceps to pull the pusher assembly and detach the coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 27-apr-2020 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer)? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1, method code 2, and method code 3 5. Section h. Box 6: results code 1 additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy) results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. During functional testing, the handle was tested using a handle test fixture and performed within specification. Subsequently, the handle was used to detach a demonstration ruby coil without an issue. The reported complaint could not be confirmed. The root cause of the detachment issue could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00268 h3 other text : placeholder

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative on 16-apr-2020 indicated that the device was misplaced by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: section d. Box 10. Device available for evaluation? (Do not send to FDA); section h. Box 3. Reason for non-evaluation; section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00268.